Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition was of occasionally stopping was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run, had corrosion/rusting/pitting and failed pre-test check function of device and check power with the test bench due to improper maintenance.

Event description:
It was reported that during an unspecified veterinary procedure, the handpiece device trigger buttons would not work. It was reported that they tried switching the batteries and battery packs and nothing worked. Then it just started working again, occasionally stopping. It was reported that sometimes the button would work and sometimes it would not. It was reported that once it starts working it will last as long as the triggers are engaged (haven't had it cut out when it was working with the power engaged) but once not engaged it is unpredictable as to whether or not it will work the next time the triggers are engaged. It was reported that there was a 15-20 minute delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).